Manufacturer narrative:
This complaint/incident has been identified as a duplicate of MFR report #1710034-2020-00819. This complaint and the initial MDR, (MFR report# 9610847-2021-00055), can therefore be disregarded.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: it is about an intima catheter, reference 383318, lot 0128335, which appears to be defective.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: it is about an intima catheter, reference (B)(4), lot (B)(4), which appears to be defective.